Event description:
A user facility reported this mask would not inflate while it was being used in a pt. There was no reported pt injury or problems. The MFR's examination report states that the valve was degraded. Please note that this reportable event was missed during a corporate reorganization, it was subsequently found during a routine audit.